Manufacturer narrative:
Please refer to the attached report. Analysis of provided data revealed: - from (B)(6) 2024 (the day after the crtd implantation) and (B)(6) 2025, the lv lead impedance is fluctuating out of the correct range: - on (B)(6) 2025, a reintervention occurred the lv lead was disconnected, check on psa then reconnected to the subject crtd. - since (B)(6) 2025, the lv lead impedance is stable in a correct range. Review of manufacturing records of the subject crtd revealed that the device was manufactured and released accordingly to all applicable procedures. As the subject crtd remained implanted, no device analysis could be performed. Based on available data, no issue is suspected on the subject crtd. This case is retained and utilized for trend purposes.

Event description:
Reportedly, the generator was replaced on 10/25/2024 without complications. The parameters were ok. When the patient was discharged from hospital, 24 hours after surgery, an increase in the impedance of the coronary sinus electrode - celerity 2d is-1 bipolar was observed on remote monitoring. A surgical review was performed on (B)(6) 2025, when it was found that the impedance of the respective catheter was normal with psa analysis. There was difficulty in progressing the lv catheter connector to the terminal part, preventing its correct connection. After some effort, it was possible, and the doctor decided to keep the generator because the parameters after connecting the lv to the generator were acceptable.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Review of manufacturing records revealed that the device was manufactured and released accordingly to all applicable procedures.

Event description:
Reportedly, the generator was replaced on (B)(6) 2024 without complications. The parameters were ok. When the patient was discharged from hospital, 24 hours after surgery, an increase in the impedance of the coronary sinus electrode - celerity 2d is-1 bipolar was observed on remote monitoring. A surgical review was performed on (B)(6) 2025, when it was found that the impedance of the respective catheter was normal with psa analysis. There was difficulty in progressing the lv catheter connector to the terminal part, preventing its correct connection. After some effort, it was possible, and the doctor decided to keep the generator because the parameters after connecting the lv to the generator were acceptable.